Event description:
Patient was implanted with an iso-med pump for the treatment of pain. The pump was explanted due to hcp concerned that the pump failed to work. The patient had a new pump implanted in 2002. A follow up report will be send when additional information is received.